Manufacturer narrative:
H13, h6: (B)(4).

Event description:
It was reported that during service evaluation it was noticed that the renasys go vacuum motor was defective; therefore, device was not able to generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.